Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The following was reported to gore: on (B)(6) 2005, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses and pre-lumbar coiling. On an unknown date in (B)(6) 2016, aneurysm growth was identified and a probable type 1a endoleak was treated with the implantation of an aortic extender endoprosthesis (B)(4). On an unknown date in (B)(6) 2016, an additional aortic extender endoprosthesis (B)(4) was implanted due to continuous aneurysm growth. On an unknown date in (B)(6) 2016, two additional contralateral leg endoprosthesis (B)(4) were implanted for a complete relining of the graft. On an unknown date in (B)(6) 2016, the aneurysm sac is still growing.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2005, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses and pre-lumbar coiling. On (B)(6) 2016, aneurysm growth was identified. A possible type ia endoleak related to disease progression was treated with the implantation of an aortic extender endoprosthesis (B)(4). Later on an unknown date in (B)(6) 2016, an additional aortic extender endoprosthesis (B)(4) was implanted due to continuous aneurysm growth. On an unknown date in (B)(6) 2016, two additional contralateral leg endoprosthesis (B)(4) were implanted for a complete relining of the graft. On an unknown date in (B)(6) 2016, the aneurysm sac is still growing.